Event description:
This was a fully edentulous mucosa-supported 8-implant case: 4 anterior implants drilled with guide were all too lingual. Implant 8 went into incisive canal. Implant 11 went into the palate. Implants 6 and 9 are both too lingual. Doctor said guide fit well in patient's mouth. He put thumb hard on palate to stabilize guide before drilling into anchor pin sites. Four anchor pins were planned, and all were used during surgery. Doctor noted that the gum may have had some play, he is unsure if this affects guide drilling outcome. He used guide to drill sites 6, 8, 9, and 11. When drilling through site 8 with the guide, doctor noted that the drilling felt different, there was no grip to the bone. He placed the 3.7mm implant as planned and post op scan shows the implant went into the incisive canal. For site 11, doctor also noticed different drilling sensation as if drill is not going into bone. He placed a 3.0mm trial implant (not the 3.7mm implant as planned) and post op scan shows implant went into the palate. Implants 8 and 11 were removed at time of surgery, no graft was added to these areas. Implants 6 and 9 were kept in at the completion of surgery but doctor plans to remove those at the patient's next appointment because he feels the position is very unideal for proper osteointegration of the implants. Doctor is concerned he may not have bone in anterior region to reposition implants after these original sites have been compromised. Implants 2. 4, 14, and 15 were freehanded and placed during this same surgery, doctor did not use guide for posterior implants after noticing the trajectory issue with the anterior implants. Pt hasn't called back since surgery. Doctor is unsure if pt sustained any numbness or damage. Local anesthesia was used for the procedure.

Manufacturer narrative:
Even though the device was returned for eval, no eval could be done on the device because the guide had been damaged irreparably at the doctor's office. The doctor's staff had accidentally autoclaved the guide.